Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The company service representative found the system was misaligned internally. A replacement module was ordered. The system was replaced with an alternate in the operating room. The alternate system was found to meet product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events can be attributed to misalignment within the system; however, how or when the connection became nonconforming remains inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a photocoagulation procedure, the laser had low energy from the both ports and it did not burn as expected. The procedure was completed by using another laser. There was no harm to the patient